Event description:
It was reported that a patient with an occluded left main artery received a coronary stent and was cannulated for extracorporeal membrane oxygenation. The patient was implanted with an impella 5.5 and during support, the patient experienced a gastrointestinal bleed. Heparin was withheld. Eleven days later, the pump into the aorta was unable to recross the aortic valve and the pump was explanted. The patients outcome is unknown.

Manufacturer narrative:
The impella device was not returned, and the bleeding investigation has been completed. The root cause of vascular damage peripheral vessel could not be determined since the product was not returned and insufficient clinical details were provided. Should the device or any new information be received, a supplemental manufacturer device report will be filed.